Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient came in with their low reservoir alarm activated on wednesday. The pump was refilled, and the volumes reset. The hcp stated that the patient called her after their refill to report that their pump was still alarming. The agent confirmed there were no other alerts in the logs except the low reservoir alarm. The agent had the hcp silence the alarm from the home screen. Per the agent¿s request, the hcp stated that she would call back to provide the tablet logs.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.